Event description:
A malfunction alarm with code malf 9 was reported, but there were no notable events leading up to this issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with pump reset information and advised them to contact again once charging supplies were obtained, but no further updates regarding the outcome were received.